Event description:
Various MDR user-facility reports were received by the manufacturer from the FDA (in the week beginning (B)(6) 2026) which had all been submitted to the FDA by the same hospital ((B)(6) hospital in (B)(6)). These reports covered 3 years of usage, years 2024-2026. None involved patient injury or death.

Manufacturer narrative:
Various MDR user-facility reports were received by the manufacturer from the FDA (in the week beginning (B)(6) 2026) which had all been submitted to the FDA by the same hospital ((B)(6) hospital in (B)(6)). These reports covered 3 years of usage, 2024-2026. None involved patient injury or death. We were not able to find out why all these reports were submitted at the same time. On each report, the device serial number field says "unknown", so it is not possible for us to properly parse or attribute these reports. Also, we cannot correlate the narratives to individual units (and their DHR's) that have been sent back to us for service individually in the past. We also cannot assess which and how many of these reports involve the exact same (sn) device; we believe there is such overlap. (B)(6) has not returned any large grouping of ventilators to us for service in 2026. (B)(6) has owned a sizable fleet of tv-100 ventilators for a number of years. A significant percentage of these reports involve the internal oxygen monitoring function of the tv-100 ventilator, so we believe that there is an issue at the facility involving either mis-performing the oxygen cell calibration routine or exceeding the usage life of the oxygen cell itself. We have definitely identified an issue with improper service work done by the hospital's own device-service technicians. To address this, bio-med devices will be sending our own technicians to (B)(6) to train their staff on service work on (B)(6) 2026. No malfunction trends are being seen or reported from other facilities with the tv-100 ventilator.